Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that her son was away at camp and called her last night to report that there was damage to his pump screen and there was a crack. He seemed to be able to push buttons still and they were going to keep an eye on it until he got home and she was concerned he might get a high blood glucose. The customer reported that he woke up this morning and blood glucose was 423mg/dl and was stated that the pump appears to have stopped working overnight. The customer reported that there was crack to screen and the display was not working. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with cracked and bleeding lcd glass. Unable to perform displacement test, unexpected restart error test, basic occlusion, occlusion test, prime test and excessive no delivery test due to cracked glass. The device received with minor scratched display window.